Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
CABG with radial artery graft - "(B)(6), a pa, used voyant for radial graft dissection and noted that the jaws are still a bit sticky, especially when used on muscle tissue. He fired the device about 150 times and in beginning (fires 20-45) the alarmed every couple of fires so he wiped it down with a towel. It wasn't until around fire 50 that he started to steam clean the device and run the blade to get rid of the eschar. He cleaned the device every 10-20 fires. Around fire 142 when (B)(6) was dissecting the muscle tissue, the device began to really stick to the tissue every time he fired it. It stuck to small veins and ripped one. He tried steam cleaning and running the blade but this time when he ran the blade it got stuck in the exposed position and wouldn't retract unless he forced it. The blade was sticking out while the device was still open." Patient status - stable.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation and the jaw surfaces appeared to be clean. During functional testing, the device failed the jaw gap check. Engineer determined that the root cause of the event is insufficient jaw gap which resulted in eschar build-up leading to sticking. Applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.